Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 10/01/2023, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 10/25/2023. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced vascular.

Event description:
It was reported to boston scientific corporation that a spaceoar was implanted during a placement procedure performed under local anesthesia on an unknown date. After the spaceoar placement procedure, examination of the images raised suspicion that hydrogel may have inadvertently flowed into the vein. Despite this observation, there have been no reported health hazards or adverse effects associated with this event. Boston scientific has been unable to obtain additional details, despite good faith efforts (gfes).